Manufacturer narrative:
Manufacturing site evaluation: the sample was provided in a decontaminated condition. The investigation was carried out visually and microscopically. A missing blue ceramic part, a cracked grey ceramic part and different broken off parts were found during visual inspection of the instrument. Additionally misaligned jaw parts were detected. During further optical inspection of the semi-finished parts pm433204 and pm433205 a protruding material chip and grooves were detected. The device quality and manufacturing history records have been checked for the lot number (62250796) and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. The root cause of the problem is most probably usage related. According to the quality standard a production error and a material defect can be excluded. Investigations lead to the assumption that the ceramic breakages and the misaligned jaw parts caused by an improper handling due to a mechanical overload situation. Possibly an excessive force has been applied on the instrument or the possibility of torsion or high leverage with the instrument. The grooves and protruding material chip could have caused due to an improper dismantling of the instrument. Furthermore according instruction for use the following caution must be observed: "damage to the working insert due to incorrect handling or operation! To avoid damage to the working tip, especially to the ceramic insulation: apply caution when operating the product / do not apply excessive force / protect the working tip against knocks and impacts / use the pin protector when the product is not in use."

Event description:
It was reported that there was an issue with maryland device. Breaking of the ceramic - removal of the piece fallen into the patient. No consequence, no extension of the operating time. There was no patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).